Event description:
A report was received that the patient's ipg has flipped in the pocket. The patient has difficulty charging the ipg. X-rays taken confirmed the ipg has flipped. The patient underwent a procedure, during which, the physician replaced the ipg. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.